Event description:
Note: this report pertains to one of two devices used in the same procedure. It was reported to boston scientific corporation that a spyscope ds ii device was used with a spy controller during a cholangioscopy procedure on (B)(6) 2026, for the treatment of a stricture. During the procedure, approximately 5 to 10 minutes after use began, the image was lost. Troubleshooting was performed, including powering off and restarting the controller; however, the issue could not be resolved. As a result, the procedure was canceled, and the patient will be rescheduled for a repeat procedure. No patient complications or adverse effects were reported in relation to this event.

Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment.